Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient has had pain on either side of his spine near the implantable neurostimulator (ins) site since implant. It was getting worse. The patient had never gotten benefit since implant. It was indicated that patient did have good results during trial. Patient was waiting for a call back from healthcare provider (hcp) office. The change in symptom was considered gradual. Two weeks later, the hcp provided that the pain and lack of therapeutic effect has not been resolved. The device was interrogated on (B)(6) and renal ultrasound was done. There was no evidence of hydronephrosis. It was also reported that cause of pain and lack of therapeutic benefit was not determined. A spouse of the patient reported it does not seem to work, they had been back to the healthcare professional (hcp) several times, resetting the device both program and level. The caller noted it works for one day and then it¿s like he never had it implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the same issues with the therapy not working. The patient would have urinary urgency and try to go, but nothing was there. They increased to where the patient felt something, at 2.9 volts (v), and it worked for a few days, but then they had a return of symptoms. They turned it up more to 3.2 v and felt something, but it wasn't working at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.